Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management graph was in specification, however the power management graph indicated connector resistance issue (j6). No unexpected low battery alerts noted in the pump history file or during testing, however multiple unexpected replace battery alerts noted in the pump history file due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the pump functioning properly during testing as shown in the power management graph. The pump was received with scratched casing, severely scratched lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had battery issue with insulin pump. The customer¿s blood glucose level was 7.9 mmol/l. The insulin pump will not be returned for analysis.